Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and a firmware download was performed and the device was able to be successfully interrogated to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. The reported event was resolved with troubleshooting steps provided by technical support. No further investigation is required at this time. If the issue persists, the investigation will be re-opened.